Manufacturer narrative:
Based on the reported event, the patient fell approximately a month following implantation of the device and the fixation devices used to supplement the fusion process failed from excessive force. The prolift implant is indicated to function only with supplemental fixation and thus it is reasonable to expect the implant to expel if the fixation is no more. As the patient was only month into the fusing process, it is very likely that fusion was not complete, as an 8-week minimum time is estimated for fusion with life spine's pedicle screw system, varying from patient to patient. Without a full fusion, the entire implant system failed to withstand the excessive loads from the fall and led to the failure reported.

Event description:
It was reported that the patient fell from a standing position approximately a month out from surgery. L5 inferior screws broke out of the pedicle inferiority and the prolift cage retropulsed posteriorly, lateral to the spinal canal.